Event description:
Ous MDR - after an implantation period of about 54 months, sudden rise of pace/sense impedance was noted (over 2500 ohms). No capture was seen at max. Output. The lead was extracted and destroyed during the process. The physician reported a seeing "a clear fracture of the p/s conductor." No adverse patient side effects have been reported. The lead has been returned for analysis. The implant and explant dates were not provided.

Manufacturer narrative:
Upon receipt, the lead was found dissected and only part of the lead was returned for analysis. As mentioned in the complaint description, the lead was dissected in the course of the surgery. The performance of the lead fragments was scrutinized. Visual analysis of the lead fragments demonstrated signs of wear. These fragments were free of lead fractures. Since only a small portion of the entire lead was returned, the root cause of the lead impedance increase could not be determined. The visual inspection showed further damages which most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.